Manufacturer narrative:
Qc was run before and after the event and results recovered within range. A field service engineer (fse) was dispatched: the fse replaced the hgb lamp and adjusted the voltages to specs and verified the unit per established procedures. The instrument meets performance specifications. A clear root cause for this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that hemoglobin (hgb) failed at start up and the coulter act diff 2 analyzer generated low hematocrit results for a patient sample. Printouts were requested multiple times, but were not provided to determine which parameters were affected. The results were reported to the doctor and the patient was sent to the hospital for a blood transfusion based on the act diff 2 results. The patient was re-drawn at the hospital, where the complete blood count (cbc) results did not show the need for a transfusion.